Event description:
It was reported that a two day infusor experienced an overinfusion. This occurred during patient infusion with 85ml of saline and fluorouracil. The reporter stated that the expected infusion time was 46 hours; however, all of the solution had infused within 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional flow rate testing identified that the device flowed within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.